Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).

Event description:
Information was reported by a company representative regarding a patient receiving morphine (15 mg/ml at 4.407 mg/day) and bupivacaine (15 mg/ml at 4.407 mg/day). The indication for use is unknown. On (B)(6) 2015 the patient was unresponsive and taken to the hospital. The company representative spoke to the nurse on the phone and was told the patient was given narcan twice but didn't respond to it. It was noted that the hospital does not think that the pump was the cause of the unresponsiveness, but requested that the rep come to interrogate the pump so they can get the settings printed. It was noted that it was unknown if the patient was taking other oral medications at the time, however the nurse commented that the patient was being "weaned on" oral narcotics and the patient had been on antabuse for the last month and was taking it more often than prescribed. The cause of the patient's unresponsiveness was unknown, it was reported that the patient had not has a refill or dose increase prior to the event. It was later reported that the rep reported that the patient's unresponsiveness was resolved; the patient was confused but responsive.